Manufacturer narrative:
Additional suspect medical device components involved in the event: model: sc-2366-70, serial/lot: (B)(4), description: linear 3-6 lead 70 cm.

Event description:
A report was received that the patient was experiencing undesired stimulation to non target areas caused by lead migration. The patient underwent a lead revision, during which the leads were repositioned. The patient was reportedly doing well following the procedure.